Event description:
Boston scientific crm received information that at a follow-up visit, this dextrus right ventricular lead was found to have perforated the heart wall, in a revision procedure the lead was explanted and successfully replaced by a new lead. No adverse patient effects were reported. No additional information is available at this time. Dates were provided to us by boston scientific. Despite the complaint indicating that this lead was explanted, there was no explant date provided and it is not clear if the event date was the day of the follow-up visit or the date the lead was explanted.

Manufacturer narrative:
Boston scientific crm received information that at a follow-up visit, this dextrus right ventricular lead was found to have perforated the heart wall. In a revision procedure, the lead was explanted and successfully replaced by a new lead. No adverse patient effects were reported. No additional information is available at this time.